Event description:
It was reported the pt has a new pain area that current stimulation does not cover. Images showed the lead has not migrated. Reportedly the physician plans to treat with injections and possibly a lead revision.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.